Manufacturer narrative:
The type of investigation and investigation conclusion coding have been updated.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial number: (B)(6). The patient had no food or drink during testing. At 17:13, the patient had a meter glucose result of > 600 mg/dl. At 17:20, the patient had a meter glucose result of 85 mg/dl. At 19:00, the patient had a meter glucose result of 520 mg/dl. At 19:02, the patient had a meter glucose result of 58 mg/dl. At 19:04, the patient had a meter glucose result of 69 mg/dl.

Manufacturer narrative:
The reporter's test strips were requested for investigation and replacement product was sent to the customer. The test strips were returned for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. The returned test strips were tested using glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "the system has not received FDA clearance for use with patients receiving intensive medical intervention or therapy."